Event description:
My son was an inmate in a (B)(6) prison. He had this device implanted on (B)(6) 2020. He felt some uncomfortable and pain in his chest because of it. The medical team at (B)(6) prison did nothing to look into this device. My son had no medical issues at all. He developed a heart issue on (B)(6) 2020 when he collapsed. This device was to keep his heart beat regular in case it happened again. He was housed in a prison cell with very hot abnormal temperature.